Manufacturer narrative:
Updated sections: d10, g4, g7, h2, h3, h6, h10. Trackwise # (B)(4). The lot # 25155804 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 04/08/2021. An investigation was conducted on (B)(6) 2021. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was returned outside the loading device with the white plunger not depressed and the blue slide lock not engaged. The seal and tension spring assembly was observed inside the loading device. The seal and tension spring assembly was removed from the loading device. There were no visual defects observed on the seal, no cracks or delamination was observed. Measurements were taken of the delivery tube: dimensions of the delivery tube were taken. The inner diameter was measured at 0.196 inches, the outer diameter was measured at 0.220 inches (rm2036883). The length of the delivery tube was measured at 2.50 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device, the reported failure "fitting problem" was confirmed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using hst iii system (4.3mm), the heart string portion was lodged in the loading device and separated from the inserter. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Device nor returned.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using hst iii system (4.3mm), the heart string portion was lodged in the loading device and separated from the inserter. A replacement device was used to complete the procedure. No patient involvement.